Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging cable was loose while connected to the pump usb port and cable was unable to charge the pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer replaced usb cable to resolve the issue.